Event description:
On (B)(6) 2007, this pt was implanted with gore excluder aaa endoprostheses. On (B)(6) 2011, this pt was implanted with a gore excluder aaa aortic extender endoprosthesis.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Add'l info regarding reintervention has been requested from the physician. Add'l info obtained will be included in a follow-up report.